Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this out-of-service right atrial (ra) lead was explanted during a revision procedure performed to explant the patient's active ra lead due to lead damage resulting in noise and impedance changes. The reason for this ra lead being abandoned was also reported at that time as it was indicated it had dislodged approximately one year post-implant and was replaced at an earlier revision procedure. It was noted that the physician encountered difficulty explanting the leads but was eventually able to free them without consequence. The leads were disposed of by the facility upon explant and are not expected for return. No additional adverse patient effects were reported.